Event description:
It was reported that a malfunction alarm occurred. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. Customer¿s blood glucose level was 150 mg/dl.